Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg site. Additionally, the patient had not charged the ipg as recommended, thus rendering it inoperable. Surgical intervention was undertaken on (B)(6) 2016 to explant and replace the ipg. The new ipg was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient on longer feels pain at the previous ipg site.